Event description:
The site reported the following: during two sedation cases, the screen would go blank, but then would turn back on when the power button is pressed. There was no injury or adverse event reported.

Manufacturer narrative:
Bayer r & I product analysis received and examined the suspect main pcb (printed circuit board) and determined it to be malfunctioning. Bayer r & I (service replaced the pdb main board at the site and confirmed system functionality. On november 21,2 013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.